Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject home monitor associated to a platinum dr (with serial number (B)(4)) has not sent an alert after the delivery of a shock on (B)(6) 2020, even though "all shocks" alert was activated. On (B)(6) 2020, the device was interrogated by inductive telemetry and it was confirmed the delivery of the shock on (B)(6) 2020. A patient initiated transfer transmission was then performed, to check the proper communication between the implanted device and the home monitor.